Event description:
Information received notes that the patient presented to the emergency room after a fall. An ECG showed that the patient was in an intrinsic rhythm of 40 bpm with no pacing. After interrogation, emergency vvi was pressed and dashes (---) were noted for the sensor parameters. The device began pacing at 70 ppm in vvi mode but no dual chamber programming was accepted. Return to standard and a micrprocessor down- load were unsuccessful. Therefore, the device was replaced.